Event description:
It was reported the patient is no longer receiving stimulation. The patient did not charge her ipg for about 4 months and subsequently is unable to establish communication between her ipg and external devices. The patient is to consult with the sjm representative for troubleshooting.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.